Event description:
It was reported that after an infusion set and cassette change, a person with diabetes (pwd) had taken a bolus to bring down glucose, which had just read the word "high". The pwd had discovered that the cannula had been kinked. The event did affect patient care but there was reported no injury to the patient.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.